Event description:
It was reported during the implant procedure that the physician noticed the helix looked extended more than usual. The physician attempted to push lead through the subclavian vein, but it became stuck and when the lead was pulled out the helix was extended. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the lead was evaluated and the visual inspection showed the the helix was extremely stretch resulting in the helix/lobe being distorted/bent.